Event description:
Material#: 2203e. Batch number#: 23125149. It was reported by customer that leaking from anywhere but dispensing point - during use. Rcc received a complaint via email. Cove ID complaint (B)(4). Date of company awareness 10/10/2024. Merck fg batch # y008133. Bd vial adapter batch 23125149. Pqc category. Leaking from anywhere but dispensing point - during use.

Manufacturer narrative:
Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material#: 2203e batch number#: 23125149 it was reported by customer that leaking from anywhere but dispensing point - during use verbatim#: rcc received a complaint via email. Email(s) attached. Cove ID complaint-(B)(4) date of company awareness 10/10/2024 merck fg batch # y008133 bd vial adapter batch 23125149 pqc category leaking from anywhere but dispensing point - during use.